Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels reaching over 500 mg/dl. Customer stated they would change the site, cartridge, deliver a bolus, or use manual injections to stabilize blood glucose levels.